Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported there was a impedance alert and the lead displayed low impedance. It was questioned if there was lead insulation damage. The audible alarms were inactivated and intervention was not performed. The patient is scheduled to be seen and the lead remains in use. No patient complications have been reported as a result of this event.